Event description:
It was reported after implant on (B)(6) 2023 the patient was experiencing loss of function in their low extremities and were admitted to a hospital for possible hematoma. Patient's condition has since improved, and therapy is working.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000133272.